Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) was investigated. As received, the battery was able to power on a monitor, but was unable to charge. Upon evaluation, there was a loose bus bar on pad p4. The cause of the failure was the loose bus bar. The root cause of the loose bus bar was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.